Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: no observed rupture on the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ deformation device, brown particles and wear abrasion observed on the device.

Event description:
Healthcare professional reported left side "concerns that she could be developing bia-alcl". Healthcare professional later reported "possible rupture." Healthcare professional later reported on imaging ¿double capsule¿, ¿implants were bend in place from time.¿ device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "concerns that she could be developing bia-alcl". Healthcare professional later reported "possible rupture." Device has been explanted and replaced.